Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The earth normal equaled 989.0 microamp with a limit of 4.0 - 300.0 microamps. The earth single fault normal equaled 989.0 microamp and earth single fault reverse also equaled 989.0 microamp with a limit of 4.0 - 500.0 microamps. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed rite (return instrument test/evaluation) functional test and the earth leakage current test during rite electrical test. The earth leakage current test failure was determined to be due to wetness inside the device.